Event description:
On (B) (6) 2009, the sales representative reported that one of the prongs on the driver bent. The sales representative found it during kit inspection after the cleaning cycle. Additional information received 28 may 2009 via voice mail. The sales representative reported that the event did not happen during a kit inspection but during a revision surgery for removal of hardware. The surgeon was removing the hard ware when the driver prong bent. The surgeon was able to use the other driver in the kit to finish the case. There was no surgical delay. The malfunction has resulted in an adverse event in the past. Additional information received via telephone on 28 may 2009. The sales representative reported that the revision surgery was for adjacent levels.

Manufacturer narrative:
Pt information was unk. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending.